Manufacturer narrative:
Device manufacturer address 1: (B)(4). Parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp IV fat emulsion administration set leaked. The leak was noted at the connection below the drip chamber. Additionally, a "puddle of amino acids was noted on counter". The issue was identified during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.